Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that two 6/7f mynxgrip vascular closure device (vcd) the device was pulled out of the body while the balloon was still inflated and before the sealant was deployed. There was no reported patient injury. The product is available for analysis. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally. The access site located in the right groin and the femoral head. The device packaging was not compromised during storage. The advance tube was engaged and visible. The user shuttled down completely and there was no unusual force when retracting the sheath. The deployer is trained on the mynx devices.

Manufacturer narrative:
Complaint conclusion: it was reported that two 6/7f mynxgrip vascular closure devices (vcd) were pulled out of the body while the balloon was still inflated and before the sealant was deployed. There was no reported patient injury. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally. The access site was located in the right groin. The device packaging was not compromised during storage. The advance tube was engaged and visible. The user shuttled down completely and there was no unusual force when retracting the sheath. The deployer is trained on the mynx devices. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. Review of lot f1704701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.